Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the device was removed and replaced due to a tubing leak.

Manufacturer narrative:
Correction h6: type of investigation code b17 removed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to additional information, only the broken tubing was replaced. The device was not removed.

Manufacturer narrative:
Correction for follow up 1: g3 date for additional information is 07/19/2024 not 06/28/2024 as inadvertently captured.